Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid and lower abdomen and infra-scapular area on (B)(6) 2020 using the cooladvantage+ applicator, to the lower abdomen on 05/dec/2020 and to the mid and upper abdomen and infra-scapular area on (B)(6) 2020 using the cooladvantage applicator and presented with paradoxical hyperplasia (ph) post treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5 (treatment area, dates and applicators), d1, d3, d4 (catalog #, serial #, UDI) and h4. Corrected data: b3, d8, d9, g1 and h6.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting and presented with paradoxical hyperplasia.